Manufacturer narrative:
Additional information will be submitted within 30 days upon receipt.

Event description:
Cordis received information via e-mail from the FDA that a physician indicated that when performing an autopsy on a baby where trufill nbca glue was used to embolize some feeder vessels to a hepatic avm, the glue caused fatal pes and pulmonary htn and the patient expired. Cordis contacted the risk manager of this hospital and was informed they did not have any knowledge of this event. Following meeting with their committees, they will be sending the FDA a voluntary medwatch report and provide us with a copy to obtain additional and required information.